Manufacturer narrative:
Additional information was received which indicated that per the physician, the valve did not cause the death. Per the physician, the annular rupture was caused by the pre-implant balloon aortic valvuloplasty (bav). Updated data: a1 pt identifier. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was not returned by the customer; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the patient's annulus calcium score was 4000, with an annulus diameter measuring 25 millimeter (mm). A pre-valve implant dilation was performed using a 20 mm balloon. The pre-dilatation balloon was inflated twice. Following, the valve was implanted successfully at a depth of 4 mm. The patient became hypotensive and moderate paravalvular leak (pvl) was reported. Resuscitation was performed immediately. A post-valve implant dilatation was performed in an effort to reduce the pvl. The blood pressure did not recover, and resuscitation efforts continued. A cardiac tamponade was observed via echocardiogram. Pleural drainage was performed with no effect. The surgical team was called into the catheter lab and the patient's chest was surgically opened. The cardiac surgeons examined the damage to the heart and attempted to correct it. An annular rupture and right ventricle rupture were reported. The physician reported that the resuscitation measured caused the damage to the right ventricle. The patient died soon after the chest was opened. The cause of death was reported to be an annular rupture. It is unknown if an autopsy was performed.